Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2018-00643. Reference MFR. Report: 1627487-2018-03099. It was reported the patient experienced pain and swelling at the lead incision site. Lidocaine cream and a steroid taper was used to address the issue. Laboratory testing was inconclusive for infection. Surgical intervention was undertaken on (B)(6) 2018 during which the presence of infection was confirmed at both the lead incision and ipg site. As such, the entire scs system was explanted.